Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Customer suspects the pump was not delivering insulin as intended. Customer administered a manual injection to address their bg and several boluses. During troubleshooting with tandem technical support, customer changed pump supplies and bg declined to 96 mg/dl.